Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Details of surgery: ridge augmentation. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.